Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a cold and was experiencing high blood glucose levels for two days. The customer's blood glucose was 494 mg/dl. Troubleshooting was done. The customer expressed no symptoms of high blood glucose at the time of the call. The customer treated herself with a manual injection. Advised customer to run a manual prime, and insulin did exit the tubing. The customer stated that she would monitor her blood glucose and call back to troubleshoot if needed. Nothing further reported.